Manufacturer narrative:
Product complaint analysis team has completed its investigation. The results of investigation conducted by apprpriate engineers and technicians are listed below. Visual inspections & results: base snap condition, good; bellows condition, good; crown ring engagement, good; seal condition, torn and top snap condition, good. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that seal had become torn, making instrument non functional. Instrument was received with inside diameter of orifice torn from seal. No conclusion could be reached as to how seal had become torn. Each instrument is evaluated during assembly process to ensure that it functions properly. Centering of instrument upon insertion or removal may reduce possibility of seal being inadvertently damaged. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a laparoscopie cholecystectomy procedure. Gaskets tore and fell into the pt. The gaskets were removed from the pt. There was no pt consequence.